Event description:
It was reported by the pt that he underwent right total hip arthroplasty in 2008. Post op, pt experienced pain and an x-ray in 2009 revealed a crack and slippage of the polyethylene. The pt was revised on the same day, in which the liner, neck, head and locking ring were exchanged.